Event description:
The customer reported that while pacing a patient for 10 hours, the pacing stopped and a pacing output low message was displayed. The user switched to a different device to deliver pacing and there was no impact to the involved patient.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.